Event description:
The event occurred in USA. It was reported that there was a pressure reading issue. The internal pressure, p-int, was reading as negative values, -500 mmhg. The failure occurred during service. No harm to any person has been reported. As a pressure reading failure could lead to a pump stop during treatment, if the intervention is set by the user, a report is required.

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that there was a pressure reading issue. The internal pressure, p-int, was reading as negative values, -500 mmhg. No harm to any person has been reported. As a pressure reading failure could lead to a pump stop, if the intervention is set by the user, a report is required. Further information regarding the failure event was provided on 2026-02-19. The failure occurred during service. A getinge technician was sent for investigation on 2026-02-26. The technician replaced the hls cable. However, the p-int was still detected as -500 mmhg. The technician moved the hls cable and observed the pressure fluctuating temporarily. The cardiohelp was tested for nine days, and the pressure fluctuations were no longer observed. The sensor panel was replaced. The cardiohelp was tested for a further two days, and no pressure fluctuations or errors were observed. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The failure was analyze by the getinge life-cycle-engineering (lce) for a possible root cause. According, to the lce the most probable root cause was the hls input connector on the sensor panel had contaminants. After the contaminants dried up, the pressure values came back to normal. A similar failure was investigated by lce with the following conclusion: the affected sensor panel was investigated by life-cycle-engineering on 2022-10-25. The failure could not be reproduced. However, during investigations two possible causes could have temporarily influenced the measurement of the pressure readings during the event: - impurities can be seen on the sensor panel in the area of the external pressure inputs. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2026-02-20 for the period of 2017-04-26 to 2026-02-18. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-04-26. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure " pressure drop out of range" could be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2025-02-02 till 2026-02-02). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID.

Manufacturer narrative:
The manufactured date was incorrect in the previous report. The correct manufacture date is 2017-01-19. The correct UDI is (B)(4). The review of the non-conformities has been performed on 2026-04-13 for the period of 2017-01-19 to 2026-02-18. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-01-19.

Event description:
Complaint ID (B)(4).